Event description:
The facility's clinical engineer reported an 812:00 failure code. Clinical engineering states that the pump came to their department with a report of being broke. There was no report of the failure occurring while in use on a patient and no report of any patient injury caused by the device.